Manufacturer narrative:
The device was not returned for investigation. Angiograms were obtained by essential medical and confirmed access is positioned at the bifurcation. The IFU lists warning do not use if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. Based on narrative from complainant there were two dissections, one was 8-10cm proximal to manta in the proximal common iliac and was treated successfully with two balloon inflations. The second dissection located distal to the access was treated with a bare metal stent which restored flow. According to the angiogram review, the proximal dissection is the cause of the occlusion. The dissection distal to the access is unable to be verified based on the provided angiograms. It is inconclusive the cause of the dissections. Dissections are a common large-bore procedural complication; therefore, the cause of the dissections remains inconclusive in relation to the deployment of the manta device or procedural sheaths.the IFU was reviewed and confirmed and lists local trauma to the femoral artery or iliac artery wall, such as dissection and other access site complications leading to bleeding possibly requiring placement of a stent as possible adverse events. Risk documentation was reviewed and confirmed this is a known risk. The occurrence of this type of event falls below our risk documentation acceptable occurrence rate. The device history was reviewed, and no non-conformities were identified. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The us IFU lists dissection and other access site complications requiring endovascular intervention as a possible adverse event related to vascular closure devices. An investigation has been opened to review device history record, risk documentation, and case imaging.

Event description:
It was reported that following a tavr procedure on (B)(6) 2019, an angiogram was performed which showed a dissection in the common iliac artery 8-10 cm proximal to the manta 18f (access site) . A 40 mm balloon was inflated two times to resolve the proximal dissection with good results. It was also reported that there was a dissection distal to the access site in the external iliac which was successfully treated with balloon inflation and a bare metal stent.